Event description:
This report summarizes five malfunction. A review of the events indicated that model mc1825 biopsy instrument experienced self-activation. These reports were received from various sources. Of the five events, three did not involve patients, and two involved patients with no patient consequences. Two patients were 45 years, three were male and weighed 89 kgs. All other patient ages weights and gender were not provided.

Manufacturer narrative:
H10: of the five reported devices, the product catalog of one malfunction was changed to mc1820. Five lot numbers were provided and lot history reviews were performed. Three devices were inconclusive. One device was returned and the investigation is unconfirmed for the alleged self-activation. One device that was returned confirmed for self-activation. The definitive root cause could not be established. The devices were labeled for single use. H11: b5, h6 (results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For two of the five reported events, the devices were returned to bd for evaluation. Three samples were not returned. The company is still investigating the issue at this time. (Corporate lot no - recn2091).

Event description:
This report summarizes five malfunction events. A review of the events indicated that model mc1825 biopsy instrument experienced self-activation. These reports were received from various sources. Of the five events, three did not involve patients, and two involved patients with no patient consequences. One patient was (B)(6) years and weighed (B)(6) kgs. All other patient ages and weights were not provided. Of the reported patients, two were male the rest of the patient genders were not provided.

Event description:
This report summarizes five malfunction events. A review of the events indicated that model mc1825 biopsy instrument experienced self-activation. These reports were received from various sources. Of the five events, three did not involve patients, and two involved patients with no patient consequences. Two patients were 45 years, male and weighed 89 kgs. All other patient ages weights and gender were not provided.

Manufacturer narrative:
Of the five reported devices, 5 lot numbers were provided. Three devices were inconclusive. One device was returned and the investigation is unconfirmed for the alleged self-activation. One device is pending investigation. The devices were labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.